Event description:
It was reported there was a trauma revision due to fractured implant. The broken plate was removed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The following products are associated with the event: 2.7mm cortical screw ft 24mm; part #: 814027024 qty x 2; lot #: unk. 3.2mm pegs 42mm; part #: 110025342 qty x 2; lot #: unk. 3.2mm pegs 44mm; part #: 110025344 qty x 2; lot #: unk. 3.2mm pegs 46mm; part #: 110025346; lot #: unk. 3.2mm pegs 54mm; part #: 110025354; lot #: unk. 3.2mm pegs 56mm; part #: 110025356; lot #: unk. Screw t15 lp cort 3.5x22mm ns; part #: 110017722 qty x 2; lot #: unk. Screw t15 lp cort 3.5x24mm ns; part #: 110017724 qty x 4; lot #: unk. Screw t15 lp cort 3.5x26mm ns; part #: 110017726; lot #: unk.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was alleged that the fracture was caused due to non-union and patient comorbidities; however, this cannot be confirmed without operative records. The additional information does not change the root cause of the previous investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: plate and screw fixation of a right proximal humeral shaft fracture is present. The plate is fractured and there is displacement of the plate margins. A single extra-osseous screw is present at the site of the plate fracture. The etiology of the fracture may be traumatic but this cannot be determined radiographically. There is no definite implant loosening. The bones are osteopenic. The patient's obvious osteopenia could contribute to humeral fracture. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.